Manufacturer narrative:
(B)(4). Customer returned pump for alleged cosmetic damage located at the battery tube case found on march 03, 2022. The pump passed the displacement test and p-cap locks properly into the reservoir compartment, however, damage to the retainer ring was noted during visual inspection. The following were noted during visual inspection: scratched case, scratched lcd window, cracked battery tube threads, cracked keypad overlay, stained keypad overlay, pillowing keypad overlay, cracked battery tube case, serial number label damage, cracked retainer ring. Cosmetic damage was confirmed at the battery tube case.

Event description:
03/03/2022 16:38:46 pst ice batch user (batch_ice) phone 818 362 5958 complaint: 0007881813 complaint status: in process mdt initial contact: sabir ertunc-ajvazi taken by: ertuns2 inquired what led up to the complaint. Customer response: crack damage bumped/dropped/cosmetic damage t/s per dop114-980. Adv to d/c from the pump. Is customer calling back after being instructed to call for troubleshooting upon receiving tubing clamp: no customer states the pump has neither been bumped nor dropped. Customer states the infusion set does not show signs of damage. Customer states the reservoir does not show signs of damage. Customer states the pump does show signs of physical damage. 1. Type of damage is: crack. 2. Damage occurred: unknown. 3. Location of the damage is: back. Did customer report out-of-box damage: no is the physical damage to the pump's retainer ring: no did damage occur while using a silicone case: no expl we encourage the use of the new silicone case which can provide a cushion against bumps during your daily activities and is an extra barrier against lotions, sunscreen, insect repellent, or household cleaners. Adv courtesy silicone case will be shipped. Was damage to pump caused by the customer and/or by normal wear and tear: yes adv to discontinue use of the pump and revert to backup plan per hcp's instructions. Expl rpl policy. Reviewed pump care best practices with the customer. Customer's outcome pertaining to the complaint: sending replacement ship: 1/return: 1 following the mpdg the customer has been informed, that the returned product will be analyzed and not be available afterwards anymore. In exchange for the complaint product the customer received a replacement. By returning the product the customer agrees to this procedure. Country: germany city: rellingen zip: 25462 input date: 03/03/2022 warranty start: 11/12/2019 warranty end: 11/11/2023 batch - ng1976656h.